Event description:
Customer reported the v series monitor touch screen locked up issues with the ECG, which may have resulted in a possible loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives found the ECG issues were settings related and returned the unit to mindray's repair center for the touch screen lock up issue. The touch screen was replaced, software was upgraded, calibrated and safety tested to factory specifications.